Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation, the monitor would not power on. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board (components u102 and u105). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective memory. The pt received a replacement monitor.

Event description:
A (B)(6) old male pt's spouse, contacted zoll customer support to report that his monitor would not power on. The pt was issued a replacement monitor.